Event description:
Customer reported being hospitalized due to low blood glucose levels. Troubleshooting performed and pump appeared to be functioning as designed. Customer was suggested to call md to discuss possible causes of low blood glucose.